Event description:
While the physician was using the phaco, a shiny particle was noticed by the physician in the eye near the incision. Several small particles were washed out and removed from the eye.